Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Upon visual inspection, defective and misaligned staples in the cover block were observed. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing successfully. The tecate manufacturing site was contacted as part of this investigation. It was confirmed that the presence of defective staples in the cover block is the probable root cause of this complaint. Actions to address this issue of visistat 35w staplers failing to function properly due to defective staples were established as part of an investigation opened within teleflex, which was closed on 31-aug-2023. A device history record review was performed, and no relevant findings were identified. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use". No patient involvement.